Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has not used his scs system in (B)(6), but was keeping it charged. The pt reported shocks to his (B)(6) when the system was on. Reprogramming of the system has not resolved the issue, and impedance readings are all normal. An x-ray was performed and there appears to be a kink near the strain relief site. The physician was working with the pt regarding a possible procedure to revise or replace the lead.